Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected error test, rewind and displacement test. However, the insulin pump alarmed prime during basic occlusion due to slightly loose drive support disk. The insulin pump was received with corroded battery tube, cracked reservoir tube, cracked battery tube threads, missing end cap sticker and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error while they were changing the reservoir. The blood glucose reading was 14.8 mmol/l. The drive support cap was in okay condition. There were no significant events prior to the alarm.